Event description:
Boston scientific crm received information that this patient underwent a surgery to drain a hemotoma on their left side, and during the surgery the device, which is implanted on the right side of the patient, exhibited high rate pacing. This issue is under investigation. It may be related to interference between the device and other hospital monitoring equipment. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this event will be updated as necessary.